Event description:
Right anterior forearm had burning sensation after opening a package containing a sterile disposable light handle. The burning sensation was followed by white streaking on the forearm. When supv attempted to examine the wrapper, fingertips became scorched-like in appearance (or white freezer burn-like) and quite painful. Affected areas on both employees were releived with the application of silvadene cream.